Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to the device reached premature eri unexpectedly. The patient was presented with vibratory alert. The patient was asymptomatic. The device was explanted and replaced. The procedure was successful. The patient was in good condition.